Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on tissue during a laparoscopic appendectomy, the surgeon was able to press the green button and was able to squeeze the handle, but the stapler did not fire. As a result, the device did not work well. There was no patient injury.